Event description:
The customer reported they received a low ma error and the problem is becoming more frequent.

Manufacturer narrative:
The ge service rep replaced the main batteries and performed a filament calibration. The system is functioning properly.